Event description:
Pt with pacemaker implant developed symptoms of near-syncope and presented at cardiologist office. EKG revealed complete heart block with ventricular rate 30/min. No ventricular pacing noted. Admitted to hospital for ventricular lead replacement. Device abandoned.